Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/25/2025, the patient reported waking at approximately 2:00 am due to a perceived episode of hypoglycemia. At that time, his continuous glucose monitor (cgm) displayed a reading of 8.0 mmol/l. He also received a notification indicating that his dexcom g7 sensor had failed and required replacement. Due to the sensor failure, the patient was unable to monitor his glucose levels. It was documented that his insulin pump was configured to automatically adjust insulin dosing based on cgm readings. The patient attempted to apply a new sensor; however, he reported losing consciousness shortly thereafter. According to the patient, he was unconscious for several hours. Upon regaining consciousness, emergency medical services were already present at his residence. His parents informed him that during the period of unconsciousness, they attempted to administer orange juice mixed with honey. The patient was unable to recall whether a fingerstick blood glucose test was performed by paramedics. At the time of ems arrival, the cgm sensor was non-functional. The paramedics did not administer any medication but provided food, including peanut butter and a slice of bread. The patient was not transported to the hospital and reported feeling fine at the time of documentation. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.